Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 13 jan 2023: the device was deployed; therefore, all normal remnants were in place inside the vessel (including the collagen). Nothing more, though. Additional information was received on 16 jan 2023: it was confirmed that the collagen was entirely positioned in the vessel.

Manufacturer narrative:
This report is being submitted as follow-up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Based on the available information, the exact root cause cannot be determined. The complaint can be confirmed since the patient was treated post deployment. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)

Event description:
The user facility reported that the patient received an angiogram with no complications on (B)(6) 2022 . When finished, the angio-seal device involved was used to close the femoral puncture. Hemostasis was unable to be achieved therefore they had to move to manual compression with the angio-seal remnant still in place. The wound was eventually closed manually and was returned to the ward with sufficient blood flow beyond the access site. Hours after, the leg was not receiving normal flow and assessments were made to use medical therapy (unknown) to restore flow. When this didn't resolve the issue, the patient was taken to a vascular surgeon who then intervened on (B)(6) 2022 . The surgeon reported that the angio-seal was attached to the posterior wall of the femoral artery (no mention of anterior positioning) and that there was an abundance of thrombus around the remnant. The doctor administered local antithrombotic (unknown type) and watched the thrombus develop distal to the original puncture site. The patient was then returned to recovery and was in a critical state from 19 nov 2022 to 23 nov 2022 and passed away on (B)(6) 2022 . Additional information was received on (B)(6) 2022 : it was reported that the user facility was not explicitly blaming the device and it was unknown and unexpected situation with the patient clotting. The angio-seal involved happened to be used, however they don't know if there was a correlation. There was an internal discussion as to whether to issue a yellow card. Additional information was received on (B)(6) 2022 : bleeding occurred in and out of the procedure room. A pre-deployment angiogram was performed. Manual compression was applied for ten (10) to fifteen (15) minutes minimum. This was a right femoral artery puncture. The patient was hospitalized, and hospitalization was extended due to the event. Patient required surgical intervention due to the even-access site opened and the clot was removed. Date of death was (B)(6) 2022 . The patient had a medical history of diabetes, hypertension, coronary artery disease, chronic obstructive pulmonary disease (copd) with a clopidogrel dosage of 2.5mg apixobati, heparin dosage of 5000 units, and aspirin dosage of 75mg. Additional information was received on (B)(6) 2022 : it was unclear why hemostasis was not achieved with the device.

Manufacturer narrative:
Patient identifier: requested, unknown. Date of birth: requested, unknown. Weight: requested, unknown. Race: requested, unknown. Explanted date: device was not explanted. Occupation: requested, unknown. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.